Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used for intubation. After intubation, the device's balloon was inflated and ruptured. The patient required re-intubation.